Event description:
It was reported that the disposable inner cannula is longer than the tracheostomy tube itself and that it rubs on the tracheal mucosa. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed, the inner cannula was inserted in the outer cannula and it was observed the distal end of the inner cannula was within manufacturing specifications. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).